Event description:
Pt had a laparoscopic cholecystectomy done on (B)(6) 2016. Physician placed a 10mm flat silicone drain under the liver. At post op office visit, physician attempted to remove the drain. While pulling the drain out, the tip of the drain broke off, remaining inside of the pt. Pt was brought back to surgery to remove the remaining drain parts.